Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 7.8 mmol/l. The customer reported that the buttons were not working properly. Customer reported that they were able to clear the alarm and were able to complete rewind. The customer reported that they had performed the self test and was failed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.